Event description:
Patient was revised to address acetabular cup loosening and pain.

Event description:
Patient was revised to address acetabular cup loosening and pain. Update: ((B)(4) 2012) - litigation papers received (B)(4) 2012. Changed to legal. Litigation alleges increasing pain and squeaking from asr hip implant. Doi and side now known. Litigation adds right side. Dob added. Update: date - plaintiff's preliminary disclosure form was received, which identified doi and dor information for the right and left hips. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - sales rep reported revision surgery on the right hip for failed asr cup. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for both left and right sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: date - plaintiff's preliminary disclosure form was received, which identified doi and dor information for the right and left hips. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.